Manufacturer narrative:
Patient age, gender, and weight are unknown. The event date is unknown. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Event of guide catheter broken. The delivery system was returned for evaluation, however, the stent component was not returned. The suture was found detached from the push catheter and was also not returned. Visual evaluation revealed the suture hole of the push catheter to be torn. The guide catheter was found stretched and broken. The broken guide catheter was returned stuck on a guidewire. The guidewire could not be removed due to the stretching in the guide catheter. No damage was noted to the guidewire. Multiple kinks (suture impressions) were noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during the attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.

Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a endoscopic biliary drainage (ebd) procedure. According to the complainant, during the procedure, when releasing the stent, resistance was met and the guide catheter stretched; however, the stent was able to be successfully deployed to complete the procedure. It was confirmed that no other damage was noted to the device. It was also reported that the stricture was not tight and the patient anatomy was not tortuous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the guide catheter to be broken, therefore, this is now an MDR reportable event.